Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Reportedly, customer will continue to use the pump for insulin therapy. In addition, it was reported that the customer experienced low blood glucose (bg) levels (42 mg/dl). Customer stated low bg's are due to fasting for an ultrasound. Customer consumed glucose gel to bring bg's back to target range.

Manufacturer narrative:
(B)(4).